Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement

Event description:
Case ID: (B)(4). Case status: open summary: 8100 check IV set error. Case notes: problem description (B)(6) 2018 08:02:20 ddmanans. 8100 sn: (B)(4) npi. Check IV set error. Verbal walk through on how to use the analog sensor task in asm to check the voltages of the pressure sensor. With no set attached you should see a voltage of .9 on both bottle and patient side pressure sensor. With a dry set installed, a voltage of 2.5v should be seen on bottle side and 2.1v-2.5v on patient side. If a voltage of 0v or 5v that is the pressure sensor that is causing the check IV set error. Bottle side pressure showing 4.8v. Recommend to replace bottle side pressure sensor. Ir (B)(4).